Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts with stent struts on the proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and the results were within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulty occurred. The 95% stenosed target lesion was located in the 32mm in the lenght, vessel diameter 2.75mm severely tortous and severly calcifed left anterior descending artery. During the procedure the stent could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.